Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 45 units and remained static. Prior to calling tandem technical support, the customer loaded a new cartridge. There was no reported impact to the customer's blood glucose level.